Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument. The initial accu tni result of 4.30ng/ml was obtained. The customer re-tested the patient original sample for accu tni because the initial result was questioned by the physician. The repeated accu tni result was 0.01ng/ml. There was no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was in specifications on the day of the event. System check performed on 06/04/06 was within specifications. The specimen was collected in bd vacutainer tube and centrifuged at 3,500 rpm for 10 minutes at ambient temperature. The sample was aspirated from primary tube into an insert tube. Per customer, the sample was appropriately handled prior to analysis. A field service engineer (fse) was dispatched to the customer lab on 06/27/06. The fse performed a minor preventive maintenance (pm) to the instrument. The fse verified operation with system check and qc; no hardware issues were noted. The fse verified repair per established procedures; the results met published performance specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.